Event description:
An additional report was received from a facility regarding the heating of the cidex opa in the aer. Beside the initial user the caller reported another technician experienced transitory eye irritation. An asp fse went to facility to assess the unit. Customer later stated the aer unit is working fine.

Manufacturer narrative:
Transitory eye irritation. This MDR is a duplicate of an MDR filed by advanced sterilization products. Minntech was notified of this issue on (B)(6) 2011. Advanced sterilization products (asp), co-manufacturer, provides all maintenance and technical support for this device. Asp has evaluated this device and has found controller board failure, causing cidex to overheat, creating a steam that may have been the cause of the eye irritation. (B)(6) 2010, asp sent a heater disconnection letter to the facility to avoid any over-heating issues. No additional patient information available at time of this report. If additional information is received, minntech will review upon receipt.